Event description:
A (B)(6) customer contacted customer service for help with her contour link meter. She tested and received a reading of 26.6 mmol/l using her link meter, while her contour meter read 6.7 and 6.6 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement test strips and a new link meter were sent to the customer.